Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h4, h6, h11. A root cause could not be identified. Based on the results of the investigation, there is not any probable cause for the malfunction reported. In addition, the following reportable malfunctions were identified during the device evaluation: no image display. A root cause could not be identified. Based on the results of the investigation, it is likely that the following led to the malfunction: damage to the charged coupled device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope had interference/lines in the image. This issue occurred during installation. There were no reports of patient involvement.